Event description:
A pt reported blood glucose results of "178 mg/dl" with a lifescan meter and "130 mg/dl" on a laboratory device, performed within 10 minutes of each other. The meter and test strips were replaced.